Event description:
Nurse unplugged the pump to allow the pt to go to the bathroom. Pump changed from secondary to primary settings and the pump alarmed "bag empty" nurse observed rate change from secondary mode (100cc/hr) to primary rate (9cc/hr).

Manufacturer narrative:
Manufacturer's report date 03/25/1998. The pump was not returned to the manufacturer for evaluation. The manufacturer could not confirm the reported issue and there was not adequate information to determine a root cause or corrective action.